Event description:
It was reported that during a ptca treatment procedure, the maverick monorail 20/1.5 balloon ruptured at 6 atms on the seconds inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a slightly calcified, 90% stenotic lesion in a severely tortuous lad coronary artery. The physician used a bsc pt graphix guidewire and a 6f cordis vista guide catheter to cross the lesion. It is noted that significant resistance was met during the procedure. The maverick2 monorail 20/1.5 mm balloon ruptured at 6 atms on the second inflation. The maverick2 monorail 20/1.5 balloon was removed and replaced with another maverick2 monorail 20/1.5 mm balloon which had a pinhole prior to inflation. The second maverick2 monorail 20/1.5 mm balloon was removed and replaced with a maverick2 monorail 20/2.5 mm balloon ruptured at 6 atms. The maverick2 monorail 20/2.5 balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'. Same case as manufacture's report #6000089-2004-0000888 and 00890.